Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with issues noted: main body disconnected from dark blue connector (evidence of solvent on chip and main body). Functional testing performed included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue with the luer screw tip end of a transfer set. It had become loose from the housing and the patient could not remove the cap without dismantling the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.